Event description:
The user reported the pump displayed the message "overspeed" and the roller pump stopped. No other details of the nature of the event were reported. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.